Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic laser probe could not port into 25g trocar. Patient and procedure details were not reported. No patient harm was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Corrected information is provided in d.4 the product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe (lp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation since it was reported for laser firing issue. A laser probe (lp) was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. A fit check was performed with a trocar and found resistance upon insertion. A visual assessment under a microscope was performed and revealed foreign material adhere to the cannula. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the foreign material adhered to the cannula. The root cause of the reported event is attributed to foreign material adhered to the cannula. How or when the foreign material was introduced could not be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).